Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported the patient presented to the cardiovascular intensive care unit. During troubleshooting, the leadless pacemaker (lp) was unable to be interrogated over conductive telemetry. No changes or interventions were reported. The patient was in stable condition.